Manufacturer narrative:
(B) (4).

Event description:
A report has been received from a hemodialysis user facility of a suspected dialyzer reaction. The symptoms reported were "not feeling good, stomach pain, shortness of breath, rash on back, nausea and vomiting". A dose of diphenhydramine was given IV. Oxygen was applied and given at 2 l and a bolus of saline was given to treat the symptoms. It was also reported that all blood was reinfused and returned to this pt. The facility was contacted for further detail of this event. The following verbal report was received. "This is a new pt to dialysis having recently started 3-4 weeks ago. As of last wednesday, she had been switched to a different manufactured brand of dialyzer. The rn reported that after using the new dialyzer all symptoms are gone and she is able to tolerate dialysis". Facility reported they will forward treatment sheets and additional info, however, as of today, no further info has been provided. There is no sample available for an evaluation and the lot number is not known.